Manufacturer narrative:
Section b2 (date of death): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired after withdrawal of care on (B)(6) 2020. The patient experienced right ventricular failure and the device was operating as intended. The pump was not returned for evaluation. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient had expired after a withdrawal of care. The patient expired due to right ventricular failure. The device operated as intended. The device will not be returned for evaluation.